Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and the customer informed rse that when performing a restart using the user interface in the control room, the system would not power on. The review of system log files showed pdu power output issue. Upon troubleshooting, the philips field service engineer (fse) found that the system was turning on and off. To resolve the issue, the fse replaced the pdu module in the m cabinet, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.